Event description:
A malfunction alarm related to the tandem mobi cartridge was reported by the caller. Blood glucose levels remained within normal range, as they did not exceed 500 mg/dl. The customer was able to successfully reload the cartridge and resume insulin therapy, resolving the issue.